Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery and replace battery alert. Customer states that after receiving battery change alert they did not change battery. Customer states that insulin delivery was stopped due to low power. Customer states that battery was not changed after the low battery alert. Customer did not receive a low battery alert prior to replace battery alert. Customer also reported that second occurrence of replace battery alert without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.